Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was involved in a car accident. Subsequently, she was diagnosed with a ruptured left breast implant using computerized tomography imaging. As a result, the patient is scheduled for breast implant removal on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 18, 2024, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. D4: UDI: product made prior to UDI compliance date. UDI not required. On august 28, 2024, mentor was notified that the patient was also identified to have left breast edema using computerized tomography imaging. Additionally, during a consultation with a medical professional, she was diagnosed with left breast capsular contracture (braker grade rating unknown) and bilateral breast ptosis. As a result, the patient underwent bilateral removal and replacement with 340cc (left-sided) and 320cc (right-sided) mentor memorygel breast implants during the revision surgery. As an event for the contralateral side was indicated, another file was generated to document the event. This report is for the left breast prosthesis. Reason for device explant and/or reoperation: capsular contracture, edema. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 18, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection, leak testing and microscopic examination of the device. Visual inspection of the returned sample determined that some bubbles were observed within the gel of the breast implant leak testing was performed, according to mentor procedure, and it revealed a tear on the anterior view, measuring approximately 0.1 cm. The bubbles observed could have been caused by the rupture found. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The evaluation determined that the possible cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Swelling is a temporary normal post-operative condition. Depending on presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).